Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had motor error alarm. Customer stated that the rewinding was longer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed.